Event description:
The patient contacted animas on (B)(6) 2012, stating that the up arrow keypad no longer had the "click" when the button was pressed. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/07/2016 with the following findings: during investigation, there was no damage found to the keypad. All the buttons responded appropriately to user presses. Unrelated to the original complaint, the keypad was removed and there was contamination found under the contrast and down arrow button contacts. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.